Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found this reportable malfunction: identified the image went out when angled (erratic or intermittent display). Based on the results of the investigation, the most probable cause of the complaint is no problem detected which is either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the bronchovideoscope exhibited the image goes went out when angled (erratic or intermittent display). The issue occurred at reprocessing. There were no reports of patient or user harm, injury, or death.